Manufacturer narrative:
Updated fields: h6 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely, the foreign material remained in the device because reprocessing could not be conducted properly due to a leak in the scope cover. It was also noted that the foreign material could not be identified. The event can be detected and prevented by handling the device in accordance with the following IFU: gif-h185 operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif-h185 reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the reported in b5. Based on the visual inspection and functional test performed on the returned device, the device did meet the standard specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the air-water tube and cylinder. There was no patient involved.